Manufacturer narrative:
The technician found the side rail center arm is broken. The most likely cause is force such as the side rail being hit on an object during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the side rail will not latch. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).